Event description:
Rep reported that during a refill (using a codman refill kit), the needle was connected to the tubing with empty syringe. Nurse inserted the needle into septum and a return volume of 15.5cc was collected. The line was clamped and the syringed with 15.5mls of fluid was removed (empty barrel syringe used/no plunger). She then attached a 20cc syringe with drug (dilaudid- 6mg/ml, bupivicaine 17.5mcg/ml, prialt 2.5mcg/ml). When she attached the first 20ml syringe, she began injecting (5 in 1 out method). She clamped the line and could not remove syringe, surgeon came in, at that point, the patient was reporting numbness in the legs and feeling of air around his stomach. At that point, they unclamped the tubing and aspirated the 20cc of drug mixture. Patient was moved to the ER for monitoring and then admitted to pulmonary ICU for observation. He did not go into respiratory depression but numbness was reported as high as his nipple line. The next day (tuesday) they removed the pump and catheter and replaced it with a competitor pump.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4).

Event description:
"Patient had an ap03050m pump. During a refill (using a codman refill kit) the needle was connected to tubing with empty syringe. Nurse inserted needle into septum and a return volume of 15.5cc was collected. The line was clamped and the syringed with 15.5mls of fluid was removed (empty barrel syringe used/no plunger). She then attached a 20cc syringe with drug (dilaudid- 6mg/ml, bupivicane 17.5mcg/ml, prialt 2.5mcg/ml). When she attached the first 20ml syringe she began injecting (5 in 1 out method). She clamped the line and could not remove syringe, dr (B)(6) came in, at that point the patient was reporting numbness in the legs and feeling of air around his stomach. At that point they unclamped the tubing and aspirated the 20cc of drug mixture. Patient was moved to the ER for monitoring and then admitted to pulmonary ICU for observation. He did not go into respiratory depression but numbness was reported as high as his nipple line. The next day ((B)(6)) they removed the pump and catheter and replaced it with a medtronic pump. Patient was covered with IV dilaudid for pain. Complaint was re-opened as the device has been returned for investigation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4).

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.